Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was inspected by manufacturing quality engineers. Visual inspection conformed that the cut in the right cusp that appeared to be the reported damage incurred during the explant procedure. The cut-off tissue was not returned. Due to this damage, hydrodynamic pulse duplication testing could not be performed. All commissures, left cusp and non-coronary cusp were intact. All leaflets were slightly stiff but flexible. This is expected since the valve went through decontamination processes that include a high concentrate of a tissue fixation known to cause stiffness of the tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Each mosaic valve undergoes a 100% final inspection on tissue characteristics. Based on the receipt condition of the explanted device, due to the cuspal damage, the root cause of the reported coaptation and wrinkled leaflets cannot be conclusively determined. After a thorough review of the information received as well as the existing manufacturing processes and controls, medtronic could not identify the cause of the alleged coaptation issue nor could the reported ¿wrinkled¿ condition of the valve be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following implant of this bioprosthetic valve, the leaflets would not coapt properly. Subsequent ly, the valve was explanted and replaced with another (unnamed) valve. The physician reported that the valve felt stiff and was very wrinkled. The physician also reported that during explant, a small cut in was accidentally made in one of the leaflets. No additional adverse patient effects were reported. It was also reported the temperature indicator was normal and the solution in which the valve was submerged was at the right level.